Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary for the investigation results will be provided in a supplemental report.

Event description:
The customer states that the opening for the necktape on the neck flange was broken. The customer reported this was discovered prior to pt use.

Manufacturer narrative:
An investigation was performed on one returned sample of a shiley tracheostomy tube received for evaluation. A visual inspection was performed, and it was observed that the components received were one outer cannula one size 10, one inner cannula with integral 15-mm twist lock connector and one obturator. Additionally, it was noted that the left edge of the flange was broken. The customer reported failure mode of a broken flange was confirmed. (B)(4).